Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touch screen was not working. It was noted that the stylus was changed, but the issue persisted. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer touch screen was not working. It was indicated that the display cursor did not align with the stylus. The connection between the printed circuit board (pcb) and overlay required reseating. It was also indicated that various external components were damaged. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.